Event description:
The lead shield from a easydiagnost eleva system fell apart.

Manufacturer narrative:
The most probable root cause is the screw that holds the assembly together some how came loose. The hospital biomedical technician had put together the lead shield before a philips fse could arrive.